Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative (rep) went to the site to test the navigation system. It was reported that the system performed as intended. The issue could not be replicated. Codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the instruments repeatedly "disappeared" from the software tracking window display and the user had to go back one page in the software for the instruments to reappear in the tracking window. There was no surgical delay and no impact to the patient outcome.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred when taking the instruments on and off the field. The probe, tap, and chicken foot were instruments used during the issue. All the instruments were verified.